Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device will not be returned for evaluation. Therefore a definitive root cause could not be determined. However, the customer was provided with part number. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to the vyaire medical that the 3100a decimal led had burned out. Furthermore, there was no patient associated with the reported event.